Event description:
It was reported that the patient felt oppression and had to go to the hospital again a few days after implant. Echocardiography revealed a pericardial effusion due to tamponade. The pericardium was "evacuated" by the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.